Event description:
A malfunction alarm, identified as "malf 16," was reported, indicating a momentary power change to the speaker. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump and assisted the customer with the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if any issues reoccurred.